Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen has gone blank after battery change on multiple occasions. The reporter also stated the display was dim/faded/discolored and the letter color appears to "bleed". There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: a review of the black box and alarm history showed multiple consecutive call service 054/052/012 slave communication error alarms. The blank screen issue was unable to be duplicated during testing.